Event description:
Reviewed the database report which shows an exchange nail procedure was done to replace a broken im nail and repair the fracture site. The non-union was probably as old as 3 years. Review of the patient confirms the report. The surgeon performed surgery to replace the nail and to repair the fracture site. Cause: fwb on a 3 year old non-union. No indication of product defect.